Manufacturer narrative:
No samples were refturned and no lot information was provided. Customer refused to supply additional requested information. The hospital changed to a product with a larger bolus tip, which is less likely to cause a pneumothorax. Additional information in the form of article reprints was forwarded to the reporting hospital. Without their cooperation, co is unable to pursue this investigation any further. Please note that this report may be based upon information not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.